Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a repeated recoverable error 32100 on universal surgical manipulator (usm) 2 was encountered. The onsite logs showed errors: 32100, 906 on usm 2. The site recovered error but it kept returning. The procedure was converted to another da vinci surgical system with no reported injury. Intuitive surgical, inc. (Is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported failure (repeated error 32100). When the unit tested an in-house system, it failed normal mode as it triggered error 32100. System & remote fe logged error 32100 ac_2d repeatedly. The axes controller, motor (acm) was swapped with gold acm and the error no longer occurred. Re-installed the original acm, error 32100 came back. The unit then tested with new acm on a pftp, it passed all the required tests.